Event description:
It was reported the pt experienced a warm feeling at the pocket with redness. The symptoms occurred after a recharge session. The pt had charged the device for two hours on sunday and about two hours on monday when they noticed the pocket to be warm and red. When the pt awoke the next morning, the ins pocket was still red and warm to the touch. The device battery was down to 1/4 full charge and after the two recharge sessions, the battery was at 3/4 charge. The pt did not notice any indication the antenna was too hot. Additional info received indicated the event was not attributed to the device. The event was attributed to a localized skin reaction and possible infection. Additional symptoms of new pain was reported. The pt was seen by the implanting surgeon and treated with precautionary antibiotics. The signs and symptoms completely resolved. The pt recovered without sequela.